Event description:
It was reported via medwatch mw5172268 that guidewire detachment occurred. A 300cm j-tip pt2 guidewire was selected for use. However, during angiogram, the wire broke inside the patient. All of the pieces was recovered from the patient and completed the procedure.